Event description:
A hospital in (B)(6) reported via a distributor that an rt236 infant dual-heated with evaqua breathing circuit "failed the pt leak test on the servo-I" ventilator. No pt consequence was reported.

Manufacturer narrative:
(B)(4). The rt236 infant breathing circuit has only recently been returned to fisher & paykel healthcare and is currently being investigated. We will provide a f/u report once we have completed our investigation.